Manufacturer narrative:
Siemens filed the initial MDR on 24-may-2019. First supplemental MDR was filed on 30-may-2019. Additional information (14-jun-2019): siemens headquarters support center (hsc) reviewed the event data and service report and determined that the instrument is working as expected. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. The instrument is performing within specification. The results and conclusions codes were updated to reflect the additional information. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on 24-may-2019. Additional information (30-apr-2019): a siemens customer service engineer (cse) went to the customer site to troubleshoot the instrument. The reagent probe, sample probe, substrate probe, and water probe were examined and all found to be in proper working condition. The cse did not observe any further issue at the customer site. The method code was updated to reflect the additional information. The instrument is performing according to specifications.

Manufacturer narrative:
The cause for the falsely low val results on the three patients samples is unknown.siemens is investigating the issue.

Event description:
Three discordant, falsely depressed valproic acid (val) test results were obtained on an immulite 2000. The initial results were reported to the physician(s). The samples were repeated using the same immulite 2000. The repeat results were correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated results.